Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. Device was tested with no unexpected insulin pump error noted during testing. Hardware low level failures alarm found in the pump history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump errors. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The insulin pump will return for the analysis.